Event description:
It was reported that shaft break and balloon rupture occurred requiring additional intervention. A 6.0x200x150-hybrid sterling balloon catheter was advanced for dilatation. However, during second inflation, the balloon was ruptured and fractured within the body. The broken fragments were retrieved with a snare and there were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem and h6. Device codes - updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 145.3cm from the hub. The guidewire lumen is separated 133cm from the hub. There is a section of guidewire lumen that is approximately 23cm long. It has multiple buckling along it with stretching. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break and balloon rupture occurred requiring additional intervention. A 6.0x200x150-hybrid sterling balloon catheter was advanced for dilatation. However, during second inflation, the balloon was ruptured and fractured within the body. The broken fragments were retrieved with a snare and there were no patient complications reported. It was further reported that both balloon material and shaft were fractured.